Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2019, the patient experienced an increase of a milky white drainage around the stoma site, bloody discharge, a growth near the stoma, and increased discomfort. The patient saw a physician and was diagnosed with an infection. The patient clarified that he was on an unknown antibiotic but was discontinued due to a unspecified reaction, and was treating with topical zinc oxide.